Manufacturer narrative:
The initial failure description was that the "rotaflow unit" failed during patient treatment. The device has been exchanged with a backup device. No patient harm occurred. A getinge service technician was onsite on 2021-03-23 to repair the affected roaflow with the serial number (B)(4). The technician checked the rotaflow with the "old" battery. The battery has been charged by the customer. The technician could not reproduce the reported failure. The battery was working as intended. But as a precaution the 70101.7188 battery pack with fuse has been replaced. The battery was due for a replacement in december 2021. The device was fully calibrated and passed all tests. The device is returned to the customer for clinical use. The product in question was produced in 2015-10-01. The review of the non conformities has been performed on 2021-03-29 for the period of 2015-10-01 to 2021-03-29. It does not show any nonconformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences can be excluded. The rotaflow risk analysis version v07 chapter 6.2.1 (dms# 2023689) was reviewed on 2021-03-30 with following probable root cause: battery power failure e.g.: defect batteries. Power supply board failure. Software error. User forgot recharge. Based on these investigation results the reported failure could not be confirmed. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required.

Event description:
The unit failed while the device was in use. The message "low battery" alarm has been displayed. The device has been exchanged with a backup device. No patient harm occurred. Complaint ID: (B)(4).